Event description:
It was reported that the device had several false episodes due to oversensing of muscle noise. There were also false episodes of brady due to undersensing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.